Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient¿s cardioversion took place on august 8th in the morning and the patient¿s spouse turned off the device prior to the procedure. Following this the rep wasn¿t able to interrogate the battery even after resetting the device. The rep didn¿t know what energy was used during the procedure but noted the neurostimulator was implanted in the left chest and there was an outline of the paddle from the cardioversion equipment that went over a portion of the implant. The rep mentioned the patient had a cardioversion the previous year with no issues. The patient was being scheduled for a battery replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient had a cardioversion procedure this morning when therapy turned off, but now the patient couldn¿t connect to the implant after the procedure to turn therapy back on. It was reviewed the meet with the patient to try and connect using the tablet along with having the patient try again and potentially try and reset the device. If connection wasn¿t possible the neurostimulator may need to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was successfully explanted and reimplanted with a rechargeable neurostimulator. Due to hospital protocol the device was not going to be returned.